Event description:
Abscess. A pt with a history of intussusception, underwent an adhesiotomy for adhesion of the interstine and the abdominal wall in the right lower abdomen in 2001. One sheet of seprafilm was applied to the lower medial abdominal wound. There was no excision in the intestine and the procedure was completed in 43 mins. Almost two weeks later, the pt complained of abdominal pain. Blood test revealed a white blood cell count of 37,100 and c-reactine protein of 3.8. Diastasis of the medial lower abdominal wound was noted with a small amount of ascites leakage. A laparotomy was performed and pus was observed on the intestinal wall and an abscess noted in the lower abdomen. No damage in the intestine was observed. Lavage of the area was done and the symptoms improved. A bacterial culture detected enterococcus foecalis. The pt recovered the next month. The physician assessed the event as definite in relationship to the use seprafilm. No further details were provided.